Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was use error, inappropriate bypass of the drain, not including initial drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 00:13:50. During night drain cycle five, the patient's ultrafiltration reading was 1071ml, indicating the home patient (hp) drained 921ml more than their maximum programmed fill volume of 1500ml. No further information was available.